Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter was displaying an ¿error 4¿ message during testing. The complaint was classified based on the customer service agent (csa) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged error message began to appear around 2 weeks prior to contacting lfs. The patient manages her diabetes with self- adjusted insulin. During the call, the patient informed the csa that she had to guess how much insulin to take due to the alleged error message appearing. The patient reported developing symptom of ¿shaking¿ at an unspecified date and time after the alleged issue began. There was no report of any medical treatment received due to the alleged issue. The patient declined to provide further information at the time of the call. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The patient declined to be walked through a retest. Replacement products were sent to the patient. Medical surveillance was unable to reach the patient to clarify if she associated the reported symptom with a high or low blood glucose excursion. However, this complaint is being reported because the patient claims she had to guess how much insulin to take due to the reported issue and reportedly developed a symptom suggestive of a serious injury adverse event after the alleged meter issue began.